Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. It was noted the patient had an appointment on (B)(6) 2014. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported the patient was to have a pump placement on (B)(6) 2014. It was further reported during the trial phase his blood pressure normalized, but also during the trial he had the external pump and ¿they had problems with the lines.¿ the type of drug was not obtained. A follow-up report will be sent if additional information becomes available.